Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported therapy was not helping. The patient noted it was not helping at all. It was noted this began since implant. Additional information from the patient on (B)(6) reported the device was not doing anything for her. The patient noted she was not able to have bowel movement. The patient noted she never goes, she had to self-evacuate with her finger. The patient noted she never went automatically. It was noted the patient felt stimulation slightly in the left butt cheek. The patient was on program 3 at 1.8 volts. The patient increased stimulation, but they did not feel stimulation in the correct area. The patient was on program 3 and she increased to 4.0 volts, and felt stimulation in the left butt cheek. The patient is implanted for gastrointestinal/pelvic floor and fecal incontinence. Additional information was received from a patient on (B)(6) 2017. The patient stated that nothing obvious changed to lead to the therapy not helping and stimulation in the wrong location. The patient stated that perhaps it was programmed incorrectly. The remote device was reset, but the issue was not resolved and the patient noted that their stimulation device does not work for them. Information omitted about trial not working as it is covered in (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.